Event description:
A malfunction alarm was reported, displaying malfunction code 9. Customer's blood glucose level was not impacted. The pump malfunction code was resettable, and after receiving instructions from technical support, the customer successfully reset the pump without any recurrence of the malfunction code.